Event description:
It was reported that the screen was damaged and the touchscreen became unresponsive. There was no additional information available on the impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.